Manufacturer narrative:
This form was completed by the manufacturer. See MDR 1920664-2007-00616 for the intraocular lens used with this device.

Event description:
The trailing haptic was found to be broken after the lens was inserted into the patient's eye. The lens was removed and replaced.